Event description:
A medwatch was received to report that total care generic had a power cord with exposed copper wiring. No other information available. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not know if this event was already communicated to another baxter department or authority.

Manufacturer narrative:
The power cord would need to be replaced to resolve the reported event. Per the baxter service manual the total care bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The power cord would need to be replaced to resolve the reported event. Based on this information, no further action is required. If any further information is provided, the record will be reassessed accordingly.